Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from deformation of scope connector cover and/or user mishandling. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): "IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During evaluation, two of the reported issues were confirmed: the air/water flow was below specifications due to foreign material and the handle did not function correctly. Visual examination of the device identified the following issues: the scope connector was deformed and was no longer water-tight; the light guide lens was chipped; the bending section cover adhesive was separating; and the connecting tube boot was scraped. Functional testing determined the distal end did not meet with electrical insulation specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus medical that evis exera iii colonovideoscope had non-functional buttons, problems with the handle and insufficient flow from the air/water nozzle. The device was returned to olympus medical for evaluation. During device evaluation, foreign material was identified at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.